Event description:
It was reported that the patient experienced facial nerve stimulation (fns) starting from the first fitting. Post-operation and follow-up CT scan confirmed appropriate positioning of the array electrode. A second CT scan indicated that the patient's cochlea had thinner bony walls. As the fns thresholds for the patient were not constant, the patient required numerous fittings and her speech intelligibility varied from fitting to fitting. Programming adjustments were made, but the problems were not resolved. The center decided to move ahead and schedule surgery to implant the contralateral ear.